Event description:
Customer reported via phone call to have received a button error alarm while attempting to delete a bolus and was not able to clear. Customer's blood glucose was 82 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during. However, the pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and a stained end cap sticker.